Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. The physician reported the likely cause was due to the target lesion being close/abutting the lobe fissure and pleura. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The pneumothorax was discovered via CT chest x ray 30 minutes after the procedure due to the patient complaint of mild chest pain. The size of the pneumothorax was small (about 30%) and it did not increase over time. The biopsy target lesions were in the right upper and middle lobes, 1.8cm in size. The physician believed that the cause of the pneumothorax was due to the location of a target lesion that close to the lung fissure and abutting the pleura. The procedure completed as planned and no delays the physician indicated that the pneumothorax would have likely occurred via another modality due to the location. There were no device malfunctions associated with the event. The patient is currently at home, in stable condition.